Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the cartridge was filled with 300 units of insulin. The customer reloaded the cartridge resolving the issue. Customer's blood glucose level was 147 mg/dl.